Event description:
The reporter contacted lifescan on behalf of the pt alleging that their one touch ultra meter was reading inaccurately high. The pt reporter blood glucose results of 250 mg/dl with a lifescan meter and 202 mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no interventional that would be expected to change the blood glucose. The meter and test strips were replaced.